Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.